Event description:
Deflated breast implant, right side. Exchange of breast implant with capsulotomy. Replaced with smaller size filled 10cc more then previous implant. Previous implant filled to 310cc. Replacement filled to 320cc.